Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer was unable to provide an event date, any information regarding the amount of insulin the cartridge was filled with or what the insulin gauge displayed after the cartridge was loaded. Recommendation was made by tandem technical support to call when the event occurs so troubleshooting can be completed. The customer understood and stated blood glucose level was not impacted by the event.